Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis. No physical damages were found on the pump. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem regarding dso alarms at 1.41 psi was verified. It was determined that a faulty downstream occlusion sensor was the cause of the reported problem. The downstream sensor was replaced. The failure mode was determined to be inoperable. The root cause is unknown.

Event description:
It was reported that a cadd® cadd-legacy® plus pump was returned for service and repair for dso alarms at 1.41 psi. There was no reported patient injury.